Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Event date: unknown. Additional product codes for this report include mnh, mni, kwq, and kwp. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that two (2) l5 matrix screws broke postoperative. The patient initially underwent a fusion procedure at l4-l5 s1 using a matrix degenerative system on (B)(6) 2014. On an unknown date, the patient slipped and fell on ice causing discomfort. Upon examination, it was confirmed that the two (2) screws had broken. On (B)(6) 2015, the patient underwent a revision procedure where the broken screws were successfully removed along with two (2) locking caps and two (2) rods, which were still intact. The surgeon increased the l5 screws diameter to ensure good screw purchase in pedicles of l5. The remaining four (4) locking caps were discarded and replaced with new ones. The rods were also replaced. The patient¿s surgical outcome was reported as ¿successful.¿ this report is 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacture date: june 11, 2014 - review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: level of screw breakage was at s1, not l5 as originally reported. Synthes canada reported the following event: patient initially had fusion instrumented at l4-l5-s1 using the matrix degenerative system on (B)(6) 2014. On an unknown date, patient slipped and fell on ice causing discomfort and examination revealed 2 broken matrix screws at s1. On (B)(6) 2015 patient had revision surgery and the two broken screws were successfully removed -- along with the 2 locking caps and 2 rods which are still attached -- and surgery was completed. The surgeon increased s1 screws diameter to ensure good screw purchase in pedicles of s1. Remaining 4 locking caps were discarded and replaced with new ones. Rods were replaced. Patient's surgical outcome was successful.

Manufacturer narrative:
An pd investigation summary was performed. The investigation of the complaint articles has shown that: the following components of a matrix spine construct were returned: 2x 6.0mm ti polyaxial screws (04.632.650 lots 7714094 mfg 6/2014. The returned implants were examined and the compliant condition of ¿broken¿ was confirmed in both instances. One polyaxial screw (lot 7714094) failed just below the screw head. The material at the fracture site appeared homogenous and the fracture mechanics were consistent with a brittle failure which would be expected in a high energy trauma associated with a slip and fall. This investigation summary is approved. Additionally, no design deficiencies were identified which would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.